Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with an infection and pocket erosion at the implant site of the pulse generator. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.